Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for two patient samples. Sample 1 initial total protein result was 52.4 g/l. The doctor called and questioned the initial result. The repeat result was 71.3 g/l. Sample 2 initial albumin result was 13.4 g/l and the repeat result was 28.9 g/l. The erroneous results were reported outside the laboratory. There was no allegation of an adverse event. The total protein reagent lot number was 246322. The albumin reagent lot number was 241675. The expiration dates were requested but were not provided.

Manufacturer narrative:
The field service representative found the vacuum system blocked and was repaired. A blockage would have diluted the sample due to insufficient cell rinse performance. The issue was resolved by the service actions.